Event description:
It was reported that during a da vinci-assisted surgical procedure the yellow side of the permanent cautery hook instrument broke inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
The permanent cautery hook has not been returned for failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was received, and failure analysis found the instrument to have a broken distal clevis on both sides of the ears of the clevis. The broken pieces were not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.